Event description:
During removal of epidural catheter, catheter broke off. Proximal end of catheter became retained in the patient's epidural space. Approx 5-7 cm remains in the patient's epidural space. The patient was taken to the or by neurosurgeon to attempt retrieval per confirmation of CT scan. Retrieval attempt was unsuccessful. Braun technical support was notified on 11/12/07 and faxed report was received regarding MRI clearance.